Manufacturer narrative:
The reported events of insulation breached/damaged were confirmed. As received, a complete lead was returned in two pieces. Visual inspection found an internal insulation abrasion breaching the ring electrode lumens at the s-curve region. The inner coil lumen was found intact in this location and one ethylene tetrafluoroethylene (etfe) cable coating was not abraded but damaged during procedure.

Event description:
It was reported that the patient presented to a scheduled procedure. During the procedure, the left ventricular lead was electively removed. Upon removal, an insulation breach was noted distal on lead. The lead was replaced. The patient condition was stable.